Event description:
Account states a patient was being transferred from the ICU to radiology and was being bagged with a peep valve attached to the bag. Customer reports the peep valve appeared faulty and did not allow for exhalation and caused stacking of breaths to occur. No patient injury.